Event description:
Based on the additional information received on (B)(4) 2013, this case initially considered as non-serious was upgraded to serious as the patient received cortisone shots for the event of left knee pain (intervention required). This unsolicited device case was received from united states on (B)(4) 2013 from a patient. This case concerns (B)(6) old male patient who complained that he had not relieved any of his pain (subtherapeutic response), his left knee pain was worsening, need a railing to get around (walking difficulty) and "felt like going to pass out from severe pain" after receiving treatment with synvisc one. No medical history, past drugs, concurrent conditions or concomitant medication was reported. It was reported that the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2012 that revealed osteoarthritis. On (B)(6) 2013, the patient received treatment with synvisc one injection, at a dose of 6 ml, once (route, batch/lot and expiration date unknown) into left knee for osteoarthritis. On unspecified dates in 2013, the patient complained that he had not relieved any of this pain (sub-therapeutic response) and in fact his knee pain was worsening. Also, the patient stated that he needed a railing nearby in order to get around and sometimes he felt as if he was going to pass out from severe pain. It was also reported that the patient was not a candidate for knee replacement. Corrective treatment: cortisone shots for left knee pain. It was reported that the patient was taking heavy doses of "over the counter" pain medications (unspecified at the time of report) for the event of left knee pain. Outcome: the events of "left knee pain is worsening/ increasing and constant severe left knee pain standing, walking, sitting, laying down" and "needs a railing to get around" had not yet recovered. The outcome for the events of "going to pass out from severe pain" and "has not relieved any of his pain" was not reported. A pharmaceutical technical complaint (ptc) was initiated with global ptc number - (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on (B)(4) 2013: ptc investigation report was added. Additional information was received on (B)(4) 2013. The information regarding magnetic resonance imaging was also added. The corrective treatment with cortisone shots and over the counter pain medications (unspecified at the time of report) were given to the patient for the event of left knee pain. The case was upgraded to serious. The event term of "left knee pain is worsening/ increasing and constant severe left knee pain" was amended to "left knee pain is worsening/ increasing and constant severe left knee pain standing, walking, sitting, laying down" and the text was amended accordingly. The patient consulted the health professional on (B)(6) 2013.